Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as the excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-dec-2025, it was reported by a sales representative via phone that an ar-3632sp fibertak anchor suture tore when implanting. This occurred during use in a case with no patient effect. Case was completed using another anchor. No delay to case.